Event description:
Port inserted 9/22/94, pt went home. Port worked for 1 month. On 10/20/94 pt returned to hosp, x-ray revealed part of port catheter had broken off. Pt to or for removal. Unable to retrieve broken catheter. Broken part retrieved from left subclavian vein under fluoroscopy next day. New port inserted without problem.